Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel sds with stent. Microscopic examination and tactile inspection revealed that there were numerous hypotube kinks. The outer shaft was kinked 2cm proximal of the exit notch. The hypotube and shaft were not broken, as reported. Microscopic examination presented no damage or irregularities to the bonds and tip of the device. The balloon was tightly folded. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination presented no damage or irregularities to the markerbands. The stent was secure on the balloon between the markerbands. Microscopic examination presented no damage or irregularities to the stent. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16mmx3.00mm rebel stent was advanced but was unable to cross the lesion. A few attempts were made to cross the lesion however the shaft of the stent delivery system was broken. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16mmx3.00mm rebel stent was advanced but was unable to cross the lesion. A few attempts were made to cross the lesion however the shaft of the stent delivery system was broken. The procedure was completed with another rebel stent. No patient complications were reported and the patient's status was stable.